Manufacturer narrative:
The sponsor have updated the pulmonary embolism event assessment to having a causal relationship to the procedure, and a possible relationship to the endurant and renal stents. The site has updated its assessment of the thrombotic occlusion to having a causal relationship to the procedure but not related to the endurant or to the renal stent and the sponsor has assessed the event as having a causal relationship to both the procedure and to the devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B:5 additional information received; it was reported on the (B)(6) 2020 there were no signs of kinking migration or compression observed on cta, it was considered the graft thrombosis might be due to eia disease and outflow impairment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the patients renal stent thrombosis did not result in the patient requiring dialysis. It was noted the patients renal function recovered with a drop of creatinine levels. There was no recanalization of the non mdt renal stent made but the patient did receive medication and diagnostic tests for it. The site assessed this renal stent occlusion event as not related to the endurant stent graft but having a causal relationship to the procedure and renal stent. It was confirmed the occlusion occurred in the endurant limb. A possible cause of the event as per the physician was prior peripheral arterial disease and stenosis to right eia. It was reported the patient expired five weeks post the secondary procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the pulmonary embolism occurred on (B)(6) 2020 and expired on (B)(6) 2020, the event was assessed by the site as not related to the device or to the procedure, the event was assessed by the sponsor as not related to the device but as having a casual relationship to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the pulmonary embolism was attempted to be treated with intubation. The site has updated the event assessment as possibly related to the procedure the site has updated its assessment of the thrombotic limb occlusion to not related to the devices but as having a causal relationship to the procedure, the sponsor has assessed the event as causally related to both the procedure and to the devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1620c156ee, serial/lot #: (B)(4), ubd: 12-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted along with renal stents in the endovascular treatment of a abdominal aortic aneurysm on the. It was reported thirteen days later, the patient had right limb graft occlusion, renal stent occlusion and limb ischemia. A secondary procedure was completed a further 8 days later, a thrombectomy and left common femoral artery endarterectomy was performed and a self-expandable stent implanted. This resolved the event. The site has assessed this event as not related to the endurant stent graft and having a causal relationship to the procedure. No cause of the event was reported. No additional clinical sequelae were provided and the patient is fine.